Event description:
An aq2003v three piece silicone lens was returned with a haptic missing. Additional information has been requested from the user facility, but none has been forthcoming. If additional information is received, a supplemental med watch shall be sent.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that one lens haptic is torn off and missing. Clear surgical and reddish residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.